Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received a multiple pump error alarm and had a blank display. The customer¿s blood glucose level was high as 15 mmol/l. The customer states that the pump had turned off without any warning, tried changing battery 4-5 times to react to pump. Until it finally turned on and is working properly. Troubleshooting was performed for blank display and noticed display was not blank currently and had received several pump error alarms. Offered troubleshooting for high blood glucose and customer declined. Advised to monitor the pump. The insulin pump will not be returned for analysis.